Manufacturer narrative:
Date of event is an approximation.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient's implanted stimulator (ins) was not working. They stated that their bladder had gone back to where they had to get up every hour at night and was going frequently during the day. It was noted that the therapy was on and they used to be at 2.3. At the time of the report, they were at 3.1, but there was still no change. It was noted that, when the patient traveled to texas, they turned the stimulation off and on for airport security. They also noted that they had dental work and turned the stimulation off and on. They were going to follow-up with a healthcare professional (hcp) to, possibly, change their program if the symptoms didn't improve. It was noted that the symptoms returned the last of (B)(6) 2017 or the first of (B)(6) 2017. There were no further complications reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.